Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, air gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error 5 (power failure 24 volts too low alarm) shall be triggered when +24 v supply is below +21.5 v for more than three seconds. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The claimed part was not available for further investigation, despite request. Cause of the issue has been determined as related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).